Event description:
Later, a good faith attempt response was received from physician. It was indicated that the increase in the patient's aura is not related vns surgery. The cause of the increase in seizures was noted to be related to patient physiology with the rate of the seizures being at pre-vns baseline levels. No other relevant information has been received to date.

Event description:
The patient had reported via social media that they are experience an increase in partial seizures per month. No other relevant information has been received to date.